Manufacturer narrative:
Continuation of d10: product ID neu unknown cath , serial# unknown , product type catheter . Section d information references the main component of the system. Other relevant device(s) are: product ID: neu unknown cath, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving unknown medication via implanted infusion pump. It was reported that the patient was implanted with itb pump 2 years back. The patient was getting good benefit with less dosage, but from the last few weeks, the patient started getting symptoms back. The doctor was in doubt whether the catheter was intact or not. For that he wanted to know the dye name which could be injected into the catheter. No further information was provided.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# unknown implanted: (B)(6) 2018 explanted: product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep). It was reported that the patient's weight and age were not applicable at the time of the event. The patient was receiving unknown baclofen (500 mcg/ml, 289.78 mcg/day) during the return of symptoms. The pump was indicated for severe spasticity due to traumatic spinal cord injury. The implant date of the pump and catheter was in 2018, specific date unknown. The serial/lot number of the catheter was unknown. The exact date of when the symptoms returned was unknown. There was sudden reduction in effect of medication, even after increasing the dose to 350 microgram per day. The rep and health care provider thought that there may be a leak or the pump was not working, but residual volume during aspiration for refilling was approximately matching to the data shown on clinician tab. After refilling, for a few days effects were there, but there was a sudden decrease in the effects and patient start showing the symptoms in lower limb. It was reported that dye was used, but data was not available. It was reported that the event was initially reported by the patient.

Event description:
Additional information was received from a company representative (rep). It was reported that the hcp had tried to give a priming bolus after which there was symptom relief. The dosage requirement was high, so the setting had been changed accordingly. The catheter was intact. The issue had resolved after the hcp gave the patient a the priming bolus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.